Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open general surgery, when the doctor was closing the skin the suture was breaking, the device¿s thread broke on the end. There will be an additional operation performed to correct the issue. A new device was used in order to complete the case. No patient injury.

Manufacturer narrative:
Customer confirmed that there was no additional operation performed to correct the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open general surgery, when the doctor was closing the skin the suture was breaking, the device¿s thread broke on the end. A new device was used in order to complete the case. No patient injury.